Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined. E1 - additional contact information (B)(6).

Event description:
The event involved a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer where the customer reported that the taxol medication leaked from the air vent during infusion. There was patient involvement, no adverse event/patient harm and no delay in critical therapy. There was no unprotected drug exposure to the patient or healthcare worker.